Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during at the end of therapy, a smiths medical cadd legacy plus pump was noted to have significant amount of remaining volume. No patient consequences were reported. No adverse effects were reported.